Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited episodes of atrial undersensing during right ventricular automatic threshold (rvat) testing, coinciding with retrograde p-waves visible on surface ECG but not detected by the device, possibly due to programmed sensitivity thresholds. Technical services (ts) suggested reprograming options. No adverse patient effects were reported. This device remains in service. Additional information was received which reported that this device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited episodes of atrial undersensing during right ventricular automatic threshold (rvat) testing, coinciding with retrograde p-waves visible on surface ECG but not detected by the device, possibly due to programmed sensitivity thresholds. Technical services (ts) suggested reprograming options. No adverse patient effects were reported. This device remains in service.